Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown when pain began. Additional classification codes: mnh, mni, kwq, kwp. (B)(4). Lot unknown device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal at l5-s1 was performed on (B)(6) 2017 due to painful hardware. The original procedure date was (B)(6) 2014 (performed by a different surgeon). Removed hardware included: matrix pedicle screw system (all intact), except for one locking cap that stripped during the removal. The construct consisted of two rods, four screws and four locking caps. During the removal, as the surgeon went to remove the left l5 locking cap, he was using a (ratcheting t-handle and a straight screwdriver, as he was trying to remove the locking cap, the ratcheting t-handle seems to have broken (as he turned the t-handle, it wouldn¿t turn the shaft, and the team had to apply a lot of force-since the cap wasn¿t budging. Then they moved on to try another instrument, a t-handle screwdriver; tried to remove the cap with this instrument, and the tip of this instrument began to deform (round off). Then, the surgeon went to the left side of s1, and used a different screwdriver and removed it uneventfully. The surgeon then went to remove the l5 cap on the right side using a torque limiting handle and a straight screwdriver. The surgeon reported that the torque limiter was popping out, and he wasn¿t unable to unlock the cap with that instrument (it is unknown if the surgeon reached the torque limit). Then the surgeon switched to a ¿sport-grip¿ screwdriver, and he was able to get the locking caps on the right side with that instrument. That sport grip screwdriver was used to remove most of the removed implants; it was then noticed to have deformed (rounded off). The surgeon then used a metal cutting burr and cut the rod at l5-s1, and was able to remove the l5 locking cap, a segment of the rod and a pedicle screw (all in one unit, the ¿helicopter method¿). The surgeon then got the left sided s1 screw out with the sport grip screwdriver without event. Also noted that they tried a persuader on the screw to take pressure off of the cap, but it didn¿t seem to help. There was a reported surgical delay of 20 minutes, due to switching instruments and the various techniques required. No additional x-rays or medical intervention were required. No x-rays are available to be forwarded. The procedure was completed successfully with the patient in stable condition. This complaint involves 10 devices. This report is 5 of 10 for (B)(4).